Event description:
Pt reported the infusion cannulas leak insulin from the "root". The infusion sets were requested for eval. No physiological effects were reported and the pt did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint describing a leak on the head set cannot be verified, the head set meets product specifications. The two returned samples were visually inspected and tests for flow and tightness were performed. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.